Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving an error 5 message. This complaint is classified according to the documentation of the customer care advocate. Reportedly, the error 5 issue began on (B)(6), 2009 at 6:30 pm. A few minutes prior to the onset of the product issue, the pt reportedly had symptoms described as "problems with speaking and getting up." The pt did not receive any medical intervention that would suggest the pt had acute complication of diabetes. During troubleshooting, the customer care advocate verified that the testing process was correct, and test strips were in good condition and within the discard date, and the product issue was not resolved with training. This complaint is being reported due to the alleged error 5 message. The pt's symptoms preceded the onset of the product issue. In addition, the pt did not receive any medical intervention. Replacement products were sent to the pt.